Event description:
Alleged event: ligation of the clips was not achieved. The patient's condition is reported as unknown.

Manufacturer narrative:
The device history review for the product conmed 5mm automatic clip applier, lot #01c1400023 did not show issues related to complaint. The manufacturer will continue to monitor and trend related complaints.